Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 32.7 mmol/l. Customer treated their high blood glucose via manual injection. Customer received multiple no delivery alarms and changed out their set three times. Customer was advised to follow up with their healthcare provider in regards to their high blood glucose levels.